Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Additionally, the device evaluation identified the following reportable malfunction: white dots on the image. A root cause could not be identified. Since the malfunction was not confirmed during evaluation, the definitive cause of the reported issue remains undetermined. The most probable cause of the white dots was deterioration of the head unit, traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer reported insufficient pixels and poor focus for an olympus autoclavable camera head. There were no reports of patient harm.